Manufacturer narrative:
This supplemental was created to correct the aware date of the failure analysis data. Unit passed displacement test, sleep current measurement, active current measurement and selftest. No blank display during testing. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace. (B)(4).

Manufacturer narrative:
(B)(5). Unit passed displacement test, sleep current measurement, active current measurement and selftest. No blank display during testing. Pump error alarm (variable info=3) confirmed in the pump history due to broken trace.

Event description:
The customer reported via phone call that the insulin pump had a blank display and hardware low level failure error. The customer¿s blood glucose level was unknown. The customer stated the display was not blank less than 30 seconds and did not return. They reported that insert battery alarm did not display on the insulin pump screen after removing the battery. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was damaged. The customer reported that the display did returned after restart. The customer mentioned that the insulin pump was not recently exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.